Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests, no alarms occurred during testing. The device had minor scratches on the display window and cracked reservoir tube lip.

Event description:
Customer reported receiving a motor error alarm on the insulin pump multiple times. Customer stated that the alarms have occurred during priming and basal. Customer does use the sensor feature and they were able to complete the rewind sequence. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.